Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893560, gd893990 and gd894022 with no issues noted during the manufacturing process. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin (dose, frequency and route not reported) for unknown indication. The patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).